Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer had completed a successful pump reset before contacting for documentation. The customer was informed by technical support that a pump reset requires reloading of the cartridge and restarting the cgm session to continue the existing session.